Manufacturer narrative:
Device was used for treatment, not diagnosis. Unknown when breakage or non-union occurred. This report is for unknown part/plate/screw/unknown lot number. Original implant date unknown. Device is not expected to be returned for manufacturer review/investigation. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient sustained an open segmental tibia fracture on an unknown date and underwent a repair with unknown devices. On an unknown date, a surgery was performed and a synthes tibial nail was implanted to address the fracture and non-union. The non-union persisted and the tibial nail was explanted on (B)(6) 2015. The 10mm titanium cannulated tibial nail was removed, fully in tact. The proximal aspect of the fracture healed; however the distal portion did not heal. In addition, two 5.0mm titanium locking screws (one 35 mm in length and the other 36 mm in length) were removed fully intact. Two 5.0 mm titanium locking screws of unknown length were also removed which were broken. The shafts of the broken screws remained in the patient and the screw heads were removed. On (B)(6) 2015 a synthes titanium tibial nail was implanted and an autograph from the patient's iliac crest was performed to help the non-union. Additionally implanted was "infuse" a bone morphogenetic protein (bmp) used to help stimulate the bone growth. The procedure was successfully completed with no delays or harm to patient. This complaint involves four devices.